Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned and a valid serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification.  Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. A tripped trend review was completed for the reported complaint and fs libre sensors, and there were no adverse trends that indicate any potential product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted. Upon extended investigation, it was determined that the serial number provided by the customer ((B)(6)) and previously reported to the FDA was not a valid serial number.  Therefore, section d4 was updated to unk.

Event description:
The customer reported an insertion issue with the adc device. The customer reported that the sensor could not be applied and as a result the customer was unable to monitor glucose levels. The customer experienced a loss of consciousness and emergency services were called. A healthcare meter result of 48 mg/dl was obtained, and the customer treated with with intravenous glucose and recommended to eat sweet food to raise glucose. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported an insertion issue with the adc device. The customer reported that the sensor could not be applied and as a result the customer was unable to monitor glucose levels. The customer experienced a loss of consciousness and emergency services were called. A healthcare meter result of 48 mg/dl was obtained, and the customer treated with with intravenous glucose and recommended to eat sweet food to raise glucose. There was no report of death or permanent injury associated with this event.